Event description:
Caller reported that a malfunction occurred on the pump after exposure to water for 20 minutes. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump, and the case remained open for further investigation since the caller could not recall receiving another pump.